Manufacturer narrative:
One cadd-prizm® vip pump was returned for investigation. A visual inspection revealed the device to be in good physical condition. There was no evidence of the reported issue in the event history log. The pump was further inspected and it was determined that the latch lock was stripped. Once attaching a cassette, the pump alarmed "wrong cassette pump won't run". The root cause for the alarm was determined to be a faulty downstream occlusion sensor. A root cause for the faulty sensor was not determined.

Event description:
It was reported that cadd-prizm® vip pump exhibited a "wrong cassette" alarm and had problems with the latch/lock mechanism. No injury was reported.